Event description:
Information was received from a consumer via manufacturer representative (rep) and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the rep was alerted of a planned explant procedure scheduled for (B)(6) 2016. The hcp office later reported the device was explanted because it was defective and would be sent in. The hcp tech stated they were unable to interrogate the implantable neurostimulator (ins) with a physician programmer (php) and saw a power on reset (por) message post-explant. No patient symptoms reported.

Manufacturer narrative:
Analysis concluded the stim ins (B)(4) was functionally okay with insignificant anomalies.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient. It was reported the device had been explanted (B)(6) 2016 as the device had failed. Clinical engineering received both the implant as well as the patient programmer portion of the device, and trying to sync the implant with the programmer in the clinical engineering lab a "call clinician" icon came up with an error code of por. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.